Event description:
It was reported that during a prostate procedure the fiber "blasted" and forward fired after hitting a prostate stone. The procedure was completed with another fiber. The procedure had been initiated with a different fiber, which was also reported (ref MFR report# 2937094-2012-00331). The pt outcome was reported as "good."

Manufacturer narrative:
Device (B)(4) (no code available) refers to forward-firing of the side-firing surgical fiber; a code request has been submitted.